Event description:
Intermittent discrepant creatinine results reported. Two pt examples provided: patient 1, female, initial result 1.73 mg/dl; repeat gave 0.66 mg/dl. The field service rep determined cause to be an issue with the b/c motor and lld wire. He replaced b/c z motor, b/c lld wires, syringes and probes. Performance checks performed and within specification.

Event description:
Intermittent discrepant creatinine results reported. Two pt examples provided: patient 2, female, initial result 2.29 mg/dl; repeat gave 1.33 ng/dl. Initial results were not reported. The field service rep determined cause to be an issue with the b/c monitor and lld wire. He replaced b/c z motor, b/c lld wires, syringes and probes. Performance checks performed and within specification.